Event description:
The patient presented to the clinic complaining of fatigue. The patient was in junctional rhythm and no ventricular capture was seen at 4.0 v. An initial bipolar lead impedance reading was 306 ohms but decreased to <200 ohms with movement. In unipolar, impedance was consistently <200 ohms, the capture threshold was 2.0 v, and noise was apparent on the egm. The device was programmed to the unipolar configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative